Manufacturer narrative:
The field service engineer (fse) stated that the customer had reattached the tubing to a bsv port 3, tubing 203 (on the rear section) prior to his arrival to resolve the leak. The fse was advised that there was no more leaking seen after tubing was reattached and he did not observe any leaking upon arrival to site. He redressed the bsv tubing, seating the tubing further onto the fittings so that the lines were not being pulled tight when the pads were moving back and forth. (B)(4).

Event description:
The customer reported that 20 mls of diluent leaked from the coulter lh 750 hematology analyzer and onto the counter when tubing from the right side of the blood sampling valve (bsv) popped off of one of the ports. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.